Event description:
Per the clinic, the device was explanted (date not reported) and the patient was re-implanted with a new cochlear device. Additional information has been requested but has not been made available as of the date of this report.